Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on a holter monitor it was observed that there were multiple instances where the implantable cardioverter defibrillator (ICD) was pacing at 40 beats per minute, and was not pacing at all at one point. Post pace polarization effect was suspected. The patient is completely dependent and has no sinus rhythm. Programming changes were made and no further instances were observed on follow-up, however, it was noted that the behavior was not able to be reproduced so it was not possible to determine for certain if the programming changes were effective. The device is still in use. No patient complications have been reported as a result of this event.